Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021. Upon interrogation, it was noted that there were episodes of right ventricular lead noise leading to inappropriate defibrillation therapy. The lead was explanted and replaced on (B)(6) 2021 successfully without incident. The patient was discharged from the hospital post procedure.

Manufacturer narrative:
As recieved, a partial lead was returned for analysis in two segments. The reported event of noise was not confirmed during analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the external insulation was abraded at 18.0cm to 18.5cm, 30.8 cm to 31.0cm, and 32.1cm to 32.3cm from the distal tip. The abrasions were consistent with exposre to constant friction with another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.